Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction out of focus due to caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had out of focus. The issue occurred during sedation device inside patient for an diagnostic procedure for an general examination and there was a 5 minute procedural delay. There were no reports of patient harm.